Event description:
The recharger displayed a ¿call your doctor¿ icon, a 376 antenna test-temp failure error code was reported. The patient was seen today and the device checked out fine with no issue with stimulation. Last night while charging the patient saw a power on reset message (por) with 376 error code on the recharger. The patient was going to check to make sure the recharger antenna was plugged in. If the 376 error continues to appear the patient was going to call for an antenna replacement. It was later reported on (B)(6) 2014 that the recharger belt broke last week and was damaged. The 376 antenna test-temp failure error code was seen a ¿couple months ago¿. A new recharger belt and recharger antenna was requested. The company representative confirmed that the cause of the por was the recharger was not functioning correctly. The patient did not experience changes in therapy. The patient was calling to have a new recharger sent to her. The patient was happy with the therapy and will continue. Device analysis revealed no item returned, c500.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: a01411002, lot# unknown, product type: recharger. Product ID: 37791, lot# unknown, product type: recharger. (B)(4).